Event description:
This report was received from global pharmacovigilance (gpv). On (B)(6) 2012, the caregiver (cg) contacted baxter and reported the home patient (hp) had passed away. Baxter homecare services followed up with the cg and the registered nurse (rn) on (b)(64) 2012. The cg reported that the patient passed away on (B)(6) 2012. The rn stated that the cause of death was unknown. The rn declined to provide any additional information regarding this event. No further information is available.

Manufacturer narrative:
(B)(4). Device is being returned to baxter for further evaluation. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined. This issue is being investigated through CAPA. A review of the device history record revealed no nonconformities, failures or deviations that could have caused or contributed to the patient's death. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the patient's death. Internal and external visual inspections revealed no problems. The device passed both electrical and functional testing and was determined to meet all performance specification requirements. Baxter evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient's death.